Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; spoke to caregiver and states that today they took the patient blood sugar again and it was 527mg/dl fasting and they admitted her to the hospital. The patient is currently in the hospital again. Caregiver believes that the meter is working fine the patient have high blood sugar.

Event description:
Consumer reported complaint for high blood glucose results. Caregiver is calling on behalf of the customer. The customer is concerned with all the tests results obtained. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of feeling tired, breathing heavy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the living room. During call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is possibly over four months ago. The meter memory was reviewed for previous test result history: (B)(6). Caregiver have not been taking the patient blood sugar for a few months now. Caregiver states that 3 weeks ago she noticed that the patient was feeling tired, breathing heavy so she decided to run a blood sugar and the result was 448mg/dl fasting. Caregiver then call 911 the ambulance results was in the 300mg/dl fasting. On (B)(6) 2019 the took her to the hospital and she was in the hospital for 7 days. Caregiver is not sure what the hospital treated her for and no new medication was given to her. Customer have not seen the doctor for a long time, the caregiver is not sure what her normal glucose range should be because she has not been testing. Caregiver is not sure when the test strips were open possible open for more than 4 months. Caregiver is just concern and wants to make sure the results are ok. Caregiver is not sure about any treatment at the hospital, only the customer son would know her treatment and he is currently not available. Customer is requesting that the meter be replaced. Diagnosis was not known. Customer was discharged on (B)(6) 2019.